Manufacturer narrative:
B6 should include that x-ray imaging was performed.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited intermittent high capture thresholds, failure to capture and low sensing. X-ray imaging was performed and a dislodgement was suspected. The lead was explanted and a leadless pacemaker was implanted successfully. The patient was in stable condition.